Manufacturer narrative:
Batch numbers 24075032, 24066980. No 2300e sample was available for investigation. The customer reported multiple samples were affected from lot 24075032 and 24066980, and that "the stem snapping" from the bag access device. As part of the investigation, the customer provided photographs of the affected samples; analysis of the photographs confirmed the customer's experience with the smartsite having snapped away from the bag spike. A closer inspection confirmed that the tip of the male luer of the smartsite had snapped and remained solvent bonded within the spike component. The customer also reported that this didn't occur during infusion and no disinfecting solution was used. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have confirmed that the observed damage is consistent with the component being subjected to an external lateral force; however, a review of the manufacturing and packaging process did not identify any potential sources which could cause or contribute to damage of this nature. A review of the production records for lot 24075032 and 24066980 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2300e product in the past 12 months.

Event description:
Lot numbers updated we are having issues with the stem snapping on your bag access device - 2300e during use.

Event description:
It was reported that the bd alaris smartsite bag access device is damaged. The following information was provided by the initial reporter: we are having issues with the stem snapping on your bag access device - 2300e.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.